Event description:
Cranial osteoplasty - pt had abnormal shaped head. Removal of skull plate. During surgery the pt became hyperthermic. Moments later the pt was noted to have what appeared to be failure of their cardial pacemaker, and died. Since this was a coroner's case, facility did not perform an autopsy but sent the pt to the coroner's office for an autopsy. Unfortunately, the coroner decided not to perform an autopsy and the pt was buried. Therefore, facility does not have the pacemaker or an autopsy report. The device was not implanted at this hospital.